Event description:
The facility reported a pca ii pump that shuts off. This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The pca ii pump was evaluated by baxter. The reported condition of "shuts off" was not confirmed during evaluation. No repairs were made concening the reported condition. The device was tested and returned to the customer within specificaiton.